Event description:
The dr had difficulty inserting the intra aortic balloon into the pt on 5/29/98 at 4:15 pm. The iab was removed on 5/31/98 at 10:30 am. The intra aortic balloon was not returned to datascope for eval. (Event complications: unk-reported 6/24/98.) (Pt's current status: discharged-rpt'd 6/24/98.)